Manufacturer narrative:
(B)(4) the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx stent system was implanted during a stent placement procedure to treat a stent occlusion of a previously placed stent performed on (B)(6) 2015 as part of the (B)(6) clinical study. According to the complainant, the wallflex biliary rx stent was implanted successfully within the indwelling 10mm x 60mm wallflex biliary uncovered stent (the subject of manufacturer report # 3005099803-2016-00045). On (B)(6) 2016, the patient had passed away. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Updated with the additional information received on may 11, 2016.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx stent system was implanted during a stent placement procedure to treat a stent occlusion of a previously placed stent performed on (B)(6) 2015 as part of the e7034 wallflex biliary preop drainage natx clinical study. According to the complainant, the wallflex biliary rx stent was implanted successfully within the indwelling 10mm x 60mm wallflex biliary uncovered stent (the subject of manufacturer report # 3005099803-2016-00045). On (B)(6) 2016, the patient had passed away. Additional information received on may 11, 2016. The patient's cause of death was noted to be due to the worsening of pancreatic cancer and was not related to the study device or the placement procedure.